Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is requesting a list of physicians in the area to have their inss removed because, "they quit working awhile ago." An additional ins was implanted on the left side. The left sided ins helped for a little bit, but they never could adjust it just right and the patient couldn't feel stimulation in the right spot. The left ins never seemed to help anymore so it was turned off and they couldn't tell the difference whether or not therapy was on or off. Patient attempted to reprogram, but it didn't help and an explant surgery was scheduled, but they missed it. A healthcare provider (hcp) listing was sent to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4); implanted: (B)(4) 2014: product type implantable neurostimu lator: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who turned off the ins a couple of years ago because it wasn't helping. They want to have the ins removed so they can have an MRI for bad knees. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.